Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested 2/18/2011 by fax and mail. Add'l info was received by phone. A completed questionnaire was received 2/22/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model due to a "mechanical failure". In a f/u, the surgeon's rep reported that there was not a mechanical failure; the wrong power lens was implanted initially. The surgeon reported that the event resolved following the lens exchange. The pt has a history of a vitrectomy in 2009. An unapproved viscoelastic was used during the implant procedure.